Manufacturer narrative:
Other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to visually and audibly alarm during alarm conditions. However, the device was received in "sleep study" mode, in which audible alarms are disabled by design. In this mode a user unfamiliar with the setting might interpret the lack of audible alarm as a device failure. The device was confirmed to be functioning as designed. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that there is no sounds coming from the device. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact h3 other text : device not returned.

Event description:
The customer reported that there is no sounds coming from the device. There was no patient impact or consequence reported.